Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1 and h6. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that the rv lead was explanted to resolve the event. Externalization of the lead was visually confirmed during the procedure. The patient was in stable condition.

Event description:
Additional information was received indicating loss of capture was observed. The lead was explanted to resolve the event. Externalization of the lead was visually confirmed during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and increased capture threshold were confirmed. As received, only the distal portion of the lead was returned in one piece. Visual inspection of the lead portion revealed calcification encapsulating the helix tip and the ring electrode which is consistent with the gradual increase in pacing impedance and thresholds. The cause of the reported events of high pacing impedance and increased capture threshold were isolated to the calcification of the helix tip and the ring electrode, and not a malfunction of these components. The reported event of externalized conductors was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation degradation on the optim sheath was noted but the silicone insulation underneath was found undamaged and therefore did not contribute to the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and increased capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted and recommended replacement of the rv lead to resolved the event. No intervention had been performed at this time. The patient was stable and will continue to be monitored.